Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's blades had mechanical indentations and burrs. The instrument was placed on an in-house system for a cut test and the scissors didn't fully close due to blade damage. As a result, the blades did not cut through there entire length and a cut test failed. One blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. Failure analysis investigation also found the following: the instrument's tube reinforcement ring had a scratch mark that aligned with the scratches on the main tube. The damaged area measured approximately .139 x .118. The instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .158 - .043 in length and were not aligned with the tube axis and the scratch reinforcement ring. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the surgeon was complaining that the monopolar curved scissors instrument were not cutting properly. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.